Manufacturer narrative:
H3: report of hole in leaflet and insufficiency were confirmed through observed leaflet perforation as received. Report of stenosis was unable to be confirmed in the as received condition. The x-ray demonstrated the wireform intact and cocr band bent outward; the vfit band does not appear expanded. Leaflet 3 had a perforation of approximately 3mm x 4mm. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. No sutures or fasteners remained on the sewing ring. Minimal calcification was observed on leaflets 2 and 3. Non-transmural damage were observed on leaflet 1 and leaflet 2 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the outflow aspect and 3mm on leaflet 3 on the inflow aspect. Sewing ring had multiple cuts around the valve. Updated sections: b5, g3, g6, h6 device code(s), and type of investigation.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 2 years, 3 months due to a hole in the leaflet from suture tail abrasion with insufficiency, and severe stenosis. Product evaluation also confirmed minimal calcification and pannus. The explanted valve was replaced with a 25mm 11500a valve. Patient was transferred to the intensive care unit in guarded conditions.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 2 years, 3 months due to a hole in the leaflet causing of the insufficiency and severe stenosis. The explanted valve was replaced with a 25mm 11500a valve. Patient was transferred to the intensive care unit in guarded conditions. Per medical records, the patient presented with acute on chronic diastolic heart failure nyha class iii. The patient underwent redo-avr with 25mm lnspiris, with a konno root enlargement. Lntraoperatively, the prosthetic av was inspected and found to have a hole in 1 of the leaflets causing the aortic insufficiency. One of the struts was also sewn into the wall of the aorta with a prolene suture. A 23mm inspiris valve was implanted. The valve was inspected and found to be in good position. The patient was discharged on pod#12 to rehab. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, g3, g6, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The most likely cause is procedural factors, including leaflet damage due to suture tail abrasion. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including hyperlipidemia (hld), diabetes mellitus (dm), and hyperparathyroidism.